Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received.

Event description:
Related manufacturer reference number: 1627487-2021-13925. It was reported that patient experienced infection at lead and ipg sites. Reportedly, patient was taken to the hospital to clean and drain the incision sites due to fluid.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.